Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, customer delivered an additional bolus of 2.5 units on top of the automatic bolus from the pump's control iq software. No additional information was provided.